Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, on stomach transection, the stapler was able to fire. The patient then went to the bedroom and at night had shock. Afterwards, the patient underwent an endoscopy and was found to have a bleed on the clamp line on the eight staples. The clips were placed to stop the bleeding, in addition to that, made the staple line overhang. Even so, the problem was not solved, finally they performed a total gastrectomy on the patient after one day to complete the case. The patient was hospitalized for two days. There was unanticipated tissue loss on the stomach. There was tissue damage. The incision was extended by more than 1 inch. There was patient injury.